Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 27.7mmol/l, with confusion, and symptoms of dehydration, associated with an alleged loss of prime issue. Reportedly, the patient resumed treatment with the pump after having changed the infusion set and the insulin cartridge, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed a loss of prime alarm occurred two or more times with more than one cartridge and was not resolved. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with a loss of prime issue involving the insulin cartridge.